Event description:
The procedure was for treatment of a dural av fistula. After injecting 150-250 micron pva particles, and upon catheter withdrawal, the catheter separated approximately 8cm from the distal tip. The remaining distal segment was retrieved using a snare.